Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: distributor. G4: 510(k) no:k062858, k082644. Actual sample upon receipt was one plastic type mini guidewire (a main body and a detached outer layer). Visual and magnifying inspections of the main body found at point-a and in the area from point-c to point-d, core wire was fully exposed. In the area from point-a to point-c and at point-d, the outer layer had detached semi-circumferentially. Smooth fracture surface was observed at point-b. The edge of the outer layer at point-d had been elongated. A gentle slope was observed at the point-d. There was roughness on the area from point-d to point-e. Detached outer layer found that the detached piece was in loop shape. The end of outer layer had been entangled. The fractured surface was smooth. The missing length found that the part of the main body where the separation of outer layer had occurred measured approximately 103 mm. The length of the detached outer layer could not be determined since the entangled state could not be resolved. There was a sizing cut mark at the distal end of the core wire of the main body. From the above, it was considered that there was no portion missing from the core wire; however, it was unknown if there was missing portion in the outer layer. Nevertheless, based on the description of the event that no residues left in the patient's body, it was presumed that there was no loss of the outer layer. Outer diameter of the mini guidewire (undamaged section) met the factory's specifications. No anomaly was found. Simulation test [test method]: a factory-retained mini guidewire was inserted into a metal needle, and removal operation was performed. [Test result]: the outer layer was separated. The fractured surface was smooth. History investigation of the involved product code/lot number found no anomaly in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. From the investigation results, as one of possibilities, the outer layer was detached because the removal operation was performed with the outer layer of the mini guidewire in contact with the metal needle or metallic cannula. Relevant IFU reference: "[warnings/precautions] warnings: do not use a plastic guide wire with a metallic entry needle. Withdrawing the plastic wire through the metallic entry needle or advancing the entry needle over the plastic wire may cause the plastic part to shear, that may necessitate retrieval." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that during a percutaneous coronary intervention (pci) radial puncture procedure, the doctor felt resistance when using cooks medical's stainless-steel entry needle and terumo 0.021"" mini-guidewire (from the set of rm*af6j16sqw). Therefore, both devices were removed at the same time, and it was found that the mini guidewire was peeling. After examination, there was no residue remaining inside the patient's body. There was no medical/ surgical intervention required. The procedure outcome was not reported. The final patient impact was not harmed.